Manufacturer narrative:
Attempts have been made to obtain add'l info from the customer. The lot number reported in the medwatch is not for a catheter, but for a prep kit. Upon completion of the investigation, a supplemental report will be submitted.